Event description:
A zoll distributor returned belt sn (B)(4) indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief damaging internal wires. The cause of the inability to complete testing is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.